Event description:
It was reported that the patient experienced burn and blisters on the face following a hair removal treatment using elite iq. Patient reports visiting the emergency room over the weekend post treatment and was prescribed mupirocin ointment usp 2% as medical intervention. A device evaluation found the unit operating as intended working within specification. Per clinical, user error may have contributed to this event. Site used the 10mm handpiece that was too aggressive for dark and thick coarse hair. The event is reportable due to the medical intervention received post treatment.